Event description:
It was reported that the device delivered appropriate high voltage therapy. During follow-up, the egm was not available when the device was interrogated. No intervention was reported; the patient was stable and there were no adverse consequences.